Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that one day post implant, the right atrial (ra) lead exhibited loss of sensing and pacing. A chest x-ray confirmed that the lead was dislodged. The pt is scheduled for a ra lead revision. No specific measurements were provided and no adverse pt effects were reported. At this time, the product remains in service. If add'l info becomes available, this event will be updated.